Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had a frozen display and keypad anomaly. The customer's blood glucose was 218 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. The customer states only back arrow button was responsive to turn off. The customer received power loss alarm. Customer was unable to clear the pump errors, power loss alarm and program pump. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Troubleshooting was performed for display and noticed display returned after pump restart. Advised insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display, frozen screen or keypad unresponsive/button error alarm noted during testing. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25, low battery alert or power loss alarm noted during testing or in the pump trace download.